Event description:
Unomedical reference number (B)(4) event occurred in the united states. On 31-may-2023, it was reported that the infusion set's tubing pulled out. The site location was patient's leg, and the pump was located on the same side. The infusion had been used for one day. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.